Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist advised to discontinue using the aligners. Dentist believes they are causing gum disease with pockets around several of the teeth. The patient also noted periodontal, loose teeth, and recent dental work without further details.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.